Event description:
It was reported that, during a laparoscopic assisted vaginal hysterectomy, the tip of the device broke, fell into the pt, piece was found. The second device gave a permanent tone. No further info is available. The case was completed with a same like device. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that two devices were rec'd non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. Minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Device a was returned with the blade cracked. Device b was returned with the blade broken. Due to the damage to the blade, it was confirmed that the device was non-functional. The instructional insert warns: "scratches on the blade may lead to premature blade failure".